Event description:
It was reported that the colonovideoscope had sticky residue on the tip of the scope that could not be removed after several washes. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.